Manufacturer narrative:
Vyaire internal file number (B)(4). A vyaire field service representative (fsr) evaluated the suspect ventilator and verified the reported problem and assigned the cause to a broken flow sensor.

Event description:
A customer reported to vyaire medical that the vela ventilator tidal volumes were not being delivered to a patient and the unit's rate of breaths was high, consistent with a leak; the customer was unable to correct the problem. The customer removed the patient from the suspect ventilator and placed the patient on another ventilator. The customer reported that there was no patient harm associated with the event.